Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort while charging. As a result, the patient had their ipg explanted and replaced. Surgical intervention resolved the issue.